Manufacturer narrative:
Additional narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The device was returned for analysis, however the product evaluation is still on going. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 19mm inspiris reslia valve model 11500a was explanted after an implant duration of four (4) years and two (2) months due to non-calcific degeneration leading to stenosis. As reported, one of the leaflets was shrunked. The patient presented with shortness of breath, dizziness and performance loss before valve replacement. Another 21mm surgical valve was implanted in replacement together with an aortic root enlargement. The patient was noted as to be in stable condition and planned to be discharged the following week.

Event description:
Edwards received notification that an inspiris reslia valve model 11500a19 was explanted from the aortic position after an implant duration of four (4) years and two (2) months, due to non-calcific degeneration leading to stenosis and central regurgitation. As reported, one of the leaflets was shrunk. Reportedly, increased gradients were observed on first postoperative echo performed soon after initial aortic valve replacement (avr). The patient presented with shortness of breath, dizziness and performance loss before valve replacement. Another inspiris resilia valve of 21mm was implanted in replacement together with an aortic root enlargement. The patient was noted as to be in stable condition and planned to be discharged the following week.

Manufacturer narrative:
The device was returned for evaluation. Per product evaluation, non calcific degeneration and stenosis were confirmed through observed host tissue overgrowth. X-ray demonstrated wireform intact; the vfit band does not appear expanded and minimal calcification on leaflet 1. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 2 at the inflow aspect and 3mm on leaflet 2 at the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at the inflow and the outflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis.

Manufacturer narrative:
Pannus overgrowth, or host tissue, is considered to be a form of non structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.